Event description:
Rn hung new primary (using the baxter clearlink system continue-flo solution set 112/2.8m) and secondary line (using the baxter clearlink secondary medication set 37") for administration of ivab(intravenous antibiotics) as due to be changed and as taught in the training class additionally lowering the primary as typical after having primed with new 250ml ns(normal saline) bag along with 500mg 100ml newly mixed meropenem. Rn had chosen to reenter all new information in pump choosing new pt option. Enter 5ml/hr rate for the ns primary fluid and entered meropenem as secondary overriding the recommended 200ml/hr for 100ml's to 105ml's to ensure entire ivab volume infused. Upon returning to confirm ivab completion noted unusual history on screen as follows summary screen primary 0, secondary 238, total 238 (incorrect); secondary screen for meropenem 200 rate, 272 vtbi(volume to be infused) over 1.22hr (incorrect and not as entered); IV fluid plain rate 5 ml/hr , vtbi 200ml, and time 40hrs (correct).